Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the meridian device when pt complained of shortness of breath. Hcp found pt to be pale and weak. Hcp found blood from arterial access to venous access and throughout machine lines. Hcp checked placement of lifesite needles and found to be placed correct. Hcp stopped treatment and aspirated arterial and venous lifesite lines. Pt was placed on 2 liters oxygen via nasal cannula and blood sugar checked to be 149. Hcp recirculated the blood tubing per unit protocol and rinsed back after foam was gone. Shortness of breath resolved after 10 minutes and treatment completed on another meridian device with new lines and dialyzer. Treatment parameters were as follows: blood flow rate was 300-350 ml/minutes, dialysate flow rate was 600 ml/minute and treatment time was 3 1/2 hours. Pt was discharged from the clinic feeling fine. Hcp stated there was no pt injury as a result of this event.